Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: we have been provided with two affected sample. A leakage through the plunger rod was observed in this provided sample. After that we could determinate a damaged in the plunger rod by the evaluation of the plunger with magnification. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Conclusion: we conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. (B)(4).

Event description:
It was reported that the 10ml bd discardit¿ ii syringe was leaking at the plunger and air was able enter. There was no report of serious injury or medical intervention.